Event description:
The reporter contacted animas on (B)(6) 2012, requesting that all correspondence regarding the patient stop because the patient died on (B)(6) 2011. The reporter stated that the patient's cause of death from the death certificate was arterial disease. The reporter stated that the patient had flu like symptoms and high blood glucose prior to death; no values were provided. The patient was reportedly vomiting on and off all day, went to bed, and did not wake up in the morning. The reporter confirmed that the patient was using the insulin pump at the time of death. The reporter stated that the patient's health care provider had advised the patient to adjust pump settings on (B)(6) 2011; however the reporter was unsure of what setting changes, if any, were made. This report is made based on the allegation that the patient was experiencing high blood glucose prior to death while using the insulin pump. Nonetheless, the possibility that the patient's death was related to the use of an insulin pump, malfunction or misuse can neither be confirmed nor ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.